Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving a high glucose sensor scan reading of 123 mg/dl compared to a reading of 23 mg/dl obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was for 5 days. The results/comparison readings when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant. The customer experienced symptoms described as sweating and weakness and self-treated by consuming an apple for treatment. There was no report of death or permanent injury associated with this event.